Event description:
Information was received from a consumer and a health care provider (hcp) regarding a patient receiving intrathecal therapy. The drug, concentration, and dose were unknown. The indication for use was non-malignant pain. It was reported that the hospice hcp stated that the patient was transferred to them on (B)(6) 2016, and they were not made aware that the patient had any pump when they took over patient cares. The patient alleged she had been beeping since (B)(6) 2016 and was a single tone alarm. The pump was supposed to be filled a week or two ago. The hospice hcp had not personally witnessed it to say what type of alarm it was. It was not a continuous alarm. They were trying to determine what was alarming, what the patient had implanted, and who the last managing hcp was so the hcp could take over and manage cares. Managing hcp information was not known by the reporter. The sound was consistent with the pump alarms. It was noted that the patient was at home, and the hcp went into the home to take care of her. Additional information was received from a consumer. The pump was beeping because the patient had exceeded the pump refill date due to moving to another city. The pump was refilled and resolved the issue. The next refill was (B)(6) 2016 and the low reservoir alarm date was (B)(6) 2017. The patient was in a rehabilitation center because she broke her hip and fell in the bathroom. On (B)(6) 2016 the patient had a right hip replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.